Event description:
Event description guidant received information that this pacemaker was operating in vvi mode and pacing at 65 ppm. The device could not be interrogated and would not respond to a magnet application. The device was explanted, replaced and returned for analysis.